Event description:
The facility reports while transferring the pt from the wheelchair to the hoist, the pt became agitated. The chair dislodged, dropping to the floor with the pt. The "carer" tried to break the pt's fall, injuring "carer's" hand. The pt suffered bruising to the lower back and was surprised.